Event description:
Twelve count. Permasorb laparoscopic 38 cm fixation devices appeared to bend during surgery causing it not to fire correctly. A new 5 count permasorb needed to be opened to finish case.